Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged scarring on lungs. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged scarring on lungs. There was no medical intervention required by the patient. The manufacturer received new information alleging that the patient is taking steroids and on oxygen.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information about an alleged scarring on lungs. The device was returned to the manufacturer's product investigation laboratory for investigation. During the inspection, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. An unknown brown dust-like contamination at air inlet, unknown brown and black (inconsistent with degraded sound abatement foam) dust-like contamination and fibers/hair at the top enclosure near the sd card accessory port, inside of the bottom enclosure, unknown white and black (inconsistent with degraded sound abatement foam) dust-like contamination and fibers/hair inside of the iso (international organization for standardization) port, bottom of the blower box, unknown brown and black (inconsistent with degraded sound abatement foam) dust-like contamination and fibers/hair at the top enclosure near the modem accessory port, unknown brown residue on the inside of the back panel, light dust-like contamination on top of and inside of the blower motor, black contamination, consistent with keratin, at the air outlet of the blower box. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer unable to directly address the symptoms. The manufacturer can confirm the presence of contamination in the airpath. The sections b1, b2, h1 and h6 have been corrected as per the pms decision change in this report as follows: section b1 was corrected for product problem. (Both the product problem and adverse event was checked in the previous MDR). Section b2 was corrected to blank . (Previously, it was other serious or important medical events). Section h1 was changed from serious injury to mal function. Section h6 health effects: impact code was updated.